Manufacturer narrative:
According to representative samples condition no suture breakage or other defects were found on the representative sampled and all meet the fg requirements.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was being done when the suture broke (removal from package / during passage through tissue / during tying / post-op): post op. How many sutures broke during the one procedure: unknown. In relation to needle, what is the approximate location of suture breakage: in the middle of the incision. What tissue type and location of the suture placement: both internal along the abdominal wall and subcutaneous. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased: normal tissue. How was the suture placed (interrupted or continuous): continuous loop. How was the suture tied (square knot or multiple knots one end): unknown but knots were still intact. What date did the patient present with dehiscence (# post op days): two days after procedure.

Event description:
It was reported by a vet that a pet underwent an unilateral cryptorchid procedure on unknown date and the suture was placed in a continuous loop with unknown knots at each end to close an abdominal wall and subcutaneous tissue. Two days after the procedure, the suture broke in the middle of the incision, but knots were still intact.